Manufacturer narrative:
The post market surveillance department has reviewed medical records and the clinical investigation reveals the following. The patient's treatment was initiated at 12;03 with a pre-treatment blood pressure (bp) of 98/58, pulse 102 regular. He had complained of recent lower abdominal pain on a scale of 9 but denied pain at the time of assessment. Routine oxygen via nasal cannula at 2l was initiated. Treatment time was set for 4 hours. The treatment was uneventful. There were no machine malfunctions reported. Bp and pulse were not labile until approximately 15:30 when bp dropped from 105/59 to 88/61. No intervention was received at that time bp at 1600 was 118/57 with pulse of 97. The patient was resting comfortably. The patient was found unresponsive at 16.20 when CPR and AED was initiated. A death certificate or autopsy report was not provided. Ambulance and hospital notes were not provided. According to the esrd death review form included in medical records, there was no treatment related complication nor adverse patient event attributed to the hemodialysis treatment. There was no history of non-compliance previous cardiac issues were listed as an important factor to consider in relation to the patient's death the ultrafiltration pump error found after the event did not appear to be significant enough to cause hypovolemia leading to cardiac arrest. The pre-treatment goal was set at 4.3 liters and the actual removed at the time of the event was 4.3 liters. There is no report to suggest this event was treatment related but was more likely to be due to the patient's cardiac history. According to follow up received from the user facility biomedical tech, the ultrafiltration pump was calibrated and the machine was placed back into service without issue. No repairs were performed. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis clinic biomedical tech (bmt) called technical support to request field service for a hemodialysis machine after a pt experienced a cardiac arrest during treatment. She reported the pt expired during transport to the hosp. The bmt stated she is not aware of any medications taken by the pt or problems with the treatment. No symptoms or alarms on machine, the treatment was running ok when incident occurred. Prior to the treatment beginning the pt reported a lower abdominal pain that had started recently and described the pain as a 9 on the pain scale. Treatment was initiated at 12:03 pm. The pt's last blood pressure at 4:00pm was 118/57, pulse 97 and was alert and oriented. The event occurred at approx 4:20 pm. Dialysis machine settings: dialysate composition- 2.0k, 2.25 ca, 1.0 mg, 100 dextrose; sodium(meq/l)137; bicarb machine setting 33; blood flow rate 400; sodium modeling-none. Blood pressure prior to treatment 98/58 (sitting), pulse 102r. No other info was known.

Manufacturer narrative:
The bmt reported the conductivity displayed on the machine was 13.8 and the external meter read 13.4; however, according to the treatment sheet, the machine conductivity was 13.6 with the external meter reading 13.8. An ultrafiltration problem check was performed by the field service tech and the machine reportedly failed range for uf pump error. The uf pump stroke calibration was 1.006 which is outside the allowable range of 0.996 to 1.004ml. The post marker clinical dept is in the process of reviewing pt medical records and treatment data info regarding the reported cardiac arrest during treatment and subsequent expiration. A supplemental medwatch will be submitted upon completion of the investigation.